Event description:
It was reported that the device's battery pca(printed circuit assembly) has bent pins. The alleged failure was observed while the device was in use, however, no adverse patient impact was reported by the customer.